Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified left anterior descending artery. A 3.5 x 15 mm nc trek was advanced to the lesion for post-dilatation; however, when pressurized the balloon would not inflate. The device was removed from the anatomy, re-prepped, and again advanced to the lesion and still would not inflate. The nc trek was replaced with another trek to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.